Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mhh031, and no non-conformances were identified. It was reported performance breakage suture. An empty opened overwrap package, an empty labeled winding former, a detached needle and a suture piece of product code eh7793, lot # mhh031 were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area present marks and the edge was noted flat by use of the surgical instrument. The suture piece was examined, and the ends were noted cut appears to be by use of a surgical instrument and marks on surface suture were noted. The other section of the suture was not returned for analysis and no functional test could be performed due to condition of the sample received. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance breakage suture, was suggest an improper handling. Five unopened samples of product code eh7793, lot # mhh031 were returned for analysis. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken during suturing. There were no adverse patient consequences reported.